Event description:
Home pt reports that he used one homechoice set spike to spike into two supply bags while attempting to troubleshoot a system error alarm. Home pt was instructed to discontinue treatment at this time. Per rn, home pt required no medical intervention and experienced no injury as a result of this incident.